Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/ndl 21x1 rb had foreign matter. The following information was provided by the initial reporter: material #:309642 & batch#:5093194. Verbatim: we received lot number 5093194 of syringe bd309642, and we noticed the apparent presence of powder inside the syringe (see attached photo).

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Six samples and four photos of 10 ml ll syringes with needles (material 309642, batch 5093194) were received and evaluated. Inspection revealed multiple loose white spots within the fluid path of each syringe, which were accurately depicted in the submitted photos. Fourier transform infrared spectroscopy (ftir) analysis identified the foreign material as likely dried silicone, typically applied as a spray to the inner barrel surface during manufacturing. However, the origin of the defect could not be conclusively linked to the manufacturing site, and external storage or handling conditions may have contributed. As a result, no root cause could be determined, and corrective actions are not required. Additionally, a device history record review was completed for lot number 5093194, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, with our business team regularly reviewing the data to identify any emerging trends.